Event description:
Subsequent to the initial medwatch report, additional information received indicated that arteriotomy closure of a common femoral artery was attempted using starclose se device after a peripheral interventional procedure. Reportedly, as the thumb advancer was being advanced, it got stuck about half way down when splitting the sheath. In accordance with the instructions for use, the safety release mechanism access ports were used to successfully facilitate device removal. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The exact date of occurrence is not known. The estimated date of occurrence was entered as (B)(6) 2014. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction - the device status changed from returning to not returning. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a starclose se device after an unspecified procedure. Reportedly, there was a device issue while sliding the thumb advancer. The method of achieving hemostasis is not specified. There was no reported adverse patient sequela. The name of the physician is not known; therefore, it is not known if the physician is trained in the use of the starclose se device. No additional information was provided.